Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that high, out of range, low voltage lead impedance and capture threshold were noted. The lead was explanted and replaced. The patient is stable.